Event description:
It was reported that during the procedure when advancing the subject guidewire to the right posterior cerebral artery (pca) the operator noticed that the distal end of the subject guidewire did not respond to proximal manipulation. The subject guidewire was withdrawn, but the distal portion did not come out with it. Upon removal, the operator discovered that the subject guidewire had fractured, the fractured section of the guidewire remained inside the middle catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure when advancing the subject guidewire to the right posterior cerebral artery (pca) the operator noticed that the distal end of the subject guidewire did not respond to proximal manipulation. The subject guidewire was withdrawn, but the distal portion did not come out with it. Upon removal, the operator discovered that the subject guidewire had fractured, the fractured section of the guidewire remained inside the middle catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D2a common device name ¿ corrected. G4 PMA/510(k) - corrected. D4 gtin ¿ corrected. G4 510(k) - corrected. H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found the subject guidewire was broken/fractured in 3 segments with the core wire pulled out from the distal and middle segments. The nitinol tubing was separated from the core wire at the proximal bond joint and the proximal bond joint was torn. The nitinol tubbing and the core wire were be broken/fractured. The damage noted to the returned guidewire indicates a significant force was used during the procedure. Analysis of the returned device also found the polytetrafluoroethylene (ptfe) was peeling approximately 30 cm from the proximal end which indicates the ptfe coating was damaged due to interaction with an accessory device. However, this cannot be confirmed as the introducer sheath used in the procedure was not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed guidewire ptfe coating peeling. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The guidewire tip was shaped 30°. The introducer sheath was used with the guidewire during the insertion process. There was no friction/resistance encountered when advancing the guidewire. The torque device was not used with the guidewire but the wire was torqued to overcome any resistance. A microcatheter was used in the procedure and there was no allegation against the microcatheter. The guidewire was broken/fractured within the microcatheter. The balloon was used as medical intervention. There were no other difficulties encountered during the usage of the guidewire that could have contributed to the issue. An assignable cause of procedural factors will be assigned to the as reported guidewire torque problem and guidewire distal tip broken/fractured during use in addition to the as analyzed guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.